Manufacturer narrative:
H3/h6: the software analysis was completed. As per the case description, the site was using a third-party product with a navigation system. After t11-l2 insertion, scans were taken, and navigation was performed. The site felt discomfort with the orientation of the insertion. With fluoroscopy, a screw deviation was confirmed due to rightward rotation of the screw. The site used another third-party product, but there was still misalignment. At the end, the site used a non-medtronic imaging system and re-inserted the screw under fluoroscopy. There were no problems with the accuracy of either third-party navigation system. However, the 3rd party system tracker screw's thread was crushed and could not be fixated after the inspection was initiated, which might be the cause. Based on the information provided, this appears to be an issue due to off-label use. There is no indication that a software anomaly contributed to the reported behavior. The software appears to be working as designed. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that a competitor's product was used with the navigation system for rear fixation of t11-s. After t11-l2 insertion. Images were taken down from l3 and a navigation was performed. Discomfort was felt in the orientation of the insertion. When checked using fluoroscopy, a screw deviation was confirmed due to a rightward rotation of the screw. When it was photographed again and saw the navigation, it was found that it was out of alignment in the same direction. Another competitor's product was used instead of the first, but this one was also out of alignment; in the end, the screw was inserted and reinserted under fluoroscopy using a non-medtronic imaging system. Upon inspection, there were no problems with the accuracy of both the competitor's navigation systems. Because the competitor's system tracker screw's thread was crushed, it could not be fixated after the inspection was initiated, this might be the cause. There were no problems with the accuracy of the the competitor's navigation system, but it was recalibrated just in case. The cause was unknown. There was a surgical delay of one and a half hours. The inaccuracy was reported to be approxi mately five millimeters. The navigation system was discontinued. No known impact to patient outcome.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.0.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.